Event description:
The customer reported that while the unit was in use on a pt, the unit intermittently displayed "check iab catheter" alarm messages. Therapy was continued. No pt injury was reported.